Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6), explanted: (B)(6) 2014, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that patient¿s implantable neurostimulator (ins) was relocated (with agreement from their managing physician) with extension components to their right abdomen from the right upper buttock area on (B)(6) 2014 for ease of use and that the area had been tender (on and off) since approximately (B)(6) 2014. The patient status at the time of report was noted as ¿alive ¿ no injury¿. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient recovered from their surgery without sequela.